Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported the bracket is loose on the intra-operative aberrometry system.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative tightened the aberrometer dovetail and re-aligned the aberrometer to the customer¿s microscope. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to loose dovetail screws. How or when the screws became loose is unable to be determined conclusively. (B)(4).